Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were unable to clear the alarm. Customer reported insulin pump had crack from battery insertion area to bottom of insulin pump, also had delivery stopped alarm, low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify error 68, 49, 23, charge or battery last less than expected anomaly and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.